Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, this ICD and ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was scheduled for a chest x-ray and an appointment with their physician. It was not confirmed that the ra lead was dislodged. No adverse patient effects were reported. Additional information was received. The ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, this ICD and ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrections made to sections f10 and h6. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of the intrinsic atrial rhythm due to a low atrial amplitude. Also, this ICD and ra lead exhibited atrial channel oversensing of ventricular signals, resulting in atrial pacing. Technical services (ts) discussed checking atrial sensing, ryhtmiq, and timing. Ts recommended bringing in the patient for a full atrial lead evaluation. Ts suspected a possible atrial lead dislodgement. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was scheduled for a chest x-ray and an appointment with their physician. It was not confirmed that the ra lead was dislodged. No adverse patient effects were reported. Additional information was received. The ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.